Event description:
It was reported that the cot missed the safety hook, caught the bumper of the ambulance, hit the pavement, and tipped over with a patient. The patient hit their head and received a 1in laceration to the back right side of their head. The emts applied bandages/dressing to control the bleeding, then transferred the patient to the ER. Further information was not provided.